Event description:
Material no. 328440 batch no. 8302906. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the scale markings are not aligned and sons numbers go from high to low because the lines are different. The following information was provided by the initial reporter: parent of child patient reporting problem with markings on barrel of syringes. Stated the first line marking on syringes have different starting points making it difficult to administer the correct dose of insulin to her son. Stated her son only takes 1 unit. Stated her son's numbers go from high to low because the lines are different.

Manufacturer narrative:
Investigation summary: customer returned (2) loose 3/10cc, 8mm syringes. Customer states that scale markings are not aligned and son¿s numbers go from high to low because the lines are different. Both returned syringes were tested using the plug gauge and both fell within specifications. A review of the device history record was completed for batch# 8302906. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for blank barrels/double print. There was one (1) notification [(B)(4)] noted for scratched print. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation completed by manufacturing concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 19aug2019, holdrege received (2) loose 3/10cc, 8mm syringes. The sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of the syringe using a plug gauge (gauge# 40010320) determined the scale is in the correct location. Volumetric testing was also performed on the syringes and was in the acceptable limits. These meet the requirements of iso 8537. Acceptable limits per qc700450: volumes are measured at the 10 and 30 unit scale lines. Per the chart in section 6.5 of qc700450, specification volumes at the 10 unit scale line are between 0.0933 and 0.1063 grams. Specification volumes at the 30 unit scale line are between 0.2843 and 0.3143 grams. Actual results from complaint: using scale #13716: syringe #1 u100: 10 units .0971 30 units 0.2921 syringe #2 10 units .1042 30 units 0.2991. The reported defect was not confirmed in holdrege as all syringes were within the specified limits, therefore no investigation is required."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 328440. Batch no. 8302906. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the scale markings are not aligned and sons numbers go from high to low because the lines are different. The following information was provided by the initial reporter: parent of child patient reporting problem with markings on barrel of syringes. Stated the first line marking on syringes have different starting points making it difficult to administer the correct dose of insulin to her son. Stated her son only takes 1 unit. Stated her son's numbers go from high to low because the lines are different.